Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The concomitant device (6206000000, (B)(4)) and the blade subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken in the handpiece concomitant device. The investigation results for the concomitant device observed a spherical bearing failure which can affect device functionality and cause or contribute to blades breaking.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.